Event description:
It was reported that the patient experienced right ventricular (rv) pacing cardiomyopathy. It was also reported that the rv lead exhibited high thresholds. The entire implantable pulse generator (ipg) system was explanted and replaced with upgraded cardiac resynchronization therapy pacemaker (crt-p) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01, ipg; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.